Event description:
It was reported that during the procedure, the t's simultaneously deployed. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is bent. No suture or ts remain on the insertion needle but were returned. Examination of the construct confirmed t1 has been broken off of the suture. T2 and the suture show no abnormalities. The actuator is in its pre t2 deployment position indicating t2 was inadvertently stripped off the needle. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device IFU 10600499 slowly retract the needle out of the meniscus, keeping the needle within arthroscopic view. In addition the IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.